Event description:
The customer reported that she was on her way to work and felt her blood glucose levels elevating. The customer removed the reservoir, and noticed that insulin was leaking past the o-rings. The customer was unable to provide the lot number of the reservoir at the time of the call. Advised that the reservoir would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.